Event description:
The customer reported a system message was displayed. The system was also making a growling noise. Three cases were cancelled. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and found a leaking pneumatic module. The pneumatic module was replaced and sent for a house testing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.